Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was being prepared for use in the central bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, the balloon was attempted to be inflated, as it usually expands by being pushed to the 15 mm position. However, this time it did not inflate at the 15 mm position. Therefore, it was pushed up to 18 mm and then pulled back to the 15 mm position to adjust its size. Unfortunately, the shape of the balloon was distorted during the process. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of irregular shaped balloon. Block h10: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found no damages to the device. Also, a functional test was performed on the device, and the balloon was able to be inflated and maintain its air pressure without any problem and no irregular shapes were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of irregular shape was not confirmed. The results of the analysis performed on the returned device found the device returned with the balloon in good condition and with the capability of being inflated and hold its pressure without any evidence of an air leak. Also, no shape problems on the balloon were found. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was being prepared for use in the central bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, the balloon was attempted to be inflated, as it usually expands by being pushed to the 15 mm position. However, this time it did not inflate at the 15 mm position. Therefore, it was pushed up to 18 mm and then pulled back to the 15 mm position to adjust its size. Unfortunately, the shape of the balloon was distorted during the process. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0406 captures the reportable event of irregular shaped balloon.